Event description:
It was reported that the lead exhibited a sensing anomaly. The lead remains implanted.

Event description:
Addtional information notes that there was no issue with the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.